Event description:
During a laser lithotripsy procedure the fiber broke at the distal end of the rigid ureteroscope. The laser was stopped. The fiber was retrieved from inside the patient. There is no report of injury to the patient or how the case was completed.